Event description:
The hcp reported via outcomes registry that a pt experienced a severe increase in spasticity when the catheter disconnected at the lumbar site. The disconnect was detected when the hcp was unable to aspirate fluid. The drug used in the pump is lioresal. The pump and the catheter were replaced and the pt recovered without sequela.